Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one guide wire assembly and one lidstock. The guide wire was kinked at 15.5 and 26 cm from the distal weld. The body of the guide wire also had a bend 3 cm from the proximal end. The device was found to be intact and within dimensional specifications. A review of manufacturing records did not yield any relevant findings. Based on the condition of the guide wire and the report that it occurred during use, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that during insertion in the ICU, the guide wire kinked easily. As a result, a new kit was opened. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).this report is for the first in a series of three consecutive product issues with the same patient. The other two events have been reported under MDR#s 1036844-2015-00268 and 1036844-2015-00269.